Event description:
Hcp reported the patient never had any significant relief of spasticity since the implant of the device system. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.